Event description:
It was reported that when table of a prestige vh x-ray system was in the vertical position and a patient stepped onto the foot rest to access the table, the foot rest detached and the patient fell to the floor. There was no injury to the patient or user as a result of the foot rest detaching.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation has been completed and the most likely cause of this event was a hardware failure caused by use error. There were multiple signs of damage on the foot rest including impact marks, damage to the front lip, handle deformation and two loose fasteners on the bottom of the foot rest which are all signs of impacts with foreign objects. The site was corrected by replacing the foot rest. No further actions are planned at this time.